Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2014: (B)(6) [signature illegible]. History and physical. Weight 199. Past medical history: hepatitis c virus status post treatment, hypertension, ¿hallucinations¿ secondary to post traumatic stress disorder, depression, obstructive sleep apnea. Social history: no tobacco, positive alcohol. Exam: abdomen distended. Impression: constipation, abdominal pain. Colonoscopy. (B)(6) 2014: (B)(6) [signature illegible], md. Procedure report. Preoperative diagnosis: colon cancer screening. Postoperative diagnosis: see below. Operation/procedure: colonoscopy with biopsy. Findings: probable colitis-biopsied. Diverticulosis. Internal hemorrhoid. (B)(6) 2016: (B)(6). (B)(6), [credentials ni, not indicated]; (B)(6), [credentials ni]. Discharge summary. Admission diagnosis: ascites, secondary to hepatitis c; fever. Discharge diagnosis: abdominal distention, bloating; improved. Fever-resolved. Constipation-resolved. Secondary discharge diagnosis: hypogonadism; hypertension, controlled; hepatitis c; gastroesophageal reflux disease, obstructive sleep apnea, hyperlipidemia. Hospital course: CT scan of abdomen revealed focus of low-attenuation within splenic parenchyma suspicious of metastatic focus or questionable lymphoma. Hematology recommended repeat CT in 3-6 months. (B)(6) 2016: (B)(6). (B)(6), pa; (B)(6) md. History and physical. Presented complaining of abdominal pain, nausea and vomiting x 4 days. Has been constipated for at least the past week. Passed flatus 2-3 days ago. Last bowel movement 2-3 days ago. Profuse vomiting started monday. Last episode of emesis was last night in emergency department. Dry heaving this morning with tiny amount of bright red blood present. Complains of nausea abdominal distention. Denies fever and chills. Past surgical history: throat surgery due to throat polyps. Left inguinal hernia repair. Hernia repair; 2015. Complete cystectomy; 2015. Exam: obese. Abdomen: firm, distended. Generalized severe tenderness. Lab: wbc: 12.8 h (4.5-10.0). CT abdomen/pelvis: bibasilar atelectasis noted. Small bowel obstruction extending from the level of the transverse duodenum to the distal small bowel. Colon is decompressed throughout. No retroperitoneal pathology. Abdominal and pelvic viscera are grossly unremarkable. Virtual radiology makes reference to the possibility of an internal hernia. Impression: small bowel obstruction, nausea and vomiting. Plan: admit to dr. Adams. Nasogastric tube to low continuous suction. Pain control. Nothing by mouth except medications. Plan for exploratory laparotomy with possible bowel obstruction tonight. (B)(6) 2016: (B)(6). Operative report. Pre-operative diagnosis: intestinal obstruction with abdominal pain. Post-operative diagnosis: intestinal ileus, etiology undetermined. Procedure: exploratory laparotomy. (B)(6) 2016: (B)(6), [credentials ni]. Nurse notes. Asa 3. (B)(6) 2016: (B)(6). Discharge summary. Admitting diagnosis: abdominal pain, small bowel obstruction. Discharge diagnosis: small bowel obstruction not otherwise specified, thyroid disease, abdominal pain, hypertension, sleep apnea. Discharge condition: stable improved. History: admitted for abdominal pain, nausea, vomiting. CT 5/12/16 showed small bowel obstruction. Nasogastric tube placed. Was nothing by mouth and given adequate pain control. Taken to operating room for exploratory laparotomy. On postoperative day 2, nasogastric tube was discontinued and was started on clear liquids. Continued to have abdominal distention despite passing flatus and abdominal pain improving. Abdominal series 5/18 showed retained contrast in left hemicolon and rectum as well as multiple dilated small bowel loops suggesting post-operative ileus. Given soap suds enema. Advances to full liquids; tolerating full liquids. Complains of very little abdominal pain. Continues to pass gas and had several moderately sized bowel movements since 5/21. Abdomen soft and nondistended. Incision healing well with staples and no signs of infection. Cleared for discharge. Lab: wbc: 11.9 h (4.5-10.0). Discharge activity: no strenuous activity for 6 weeks. Follow-up with dr. Adams in 2 weeks. Discharge wound care: keep incision clean, dry. May shower. Do not submerge under water. Cover with dry dressing if needed. (B)(6) 2016: (B)(6). History and physical. Presents for follow up. Had recent exploratory laparotomy in early 2016, recovery was unremarkable and did well post-operatively. Returned to clinic (B)(6) 2016 after lifting pack of water and performing manual labor complaining he felt a pop in the upper abdomen and was experiencing pain. Noted to have ventral incisional hernia. Due to bilateral lower extremity swelling was referred for echocardiogram to exclude cardiac pathology. Echocardiogram negative. Presents complaining of continued abdominal discomfort. Denies fever, chills, nausea, vomiting, diarrhea. Does admit to occasional constipation for which he uses laxatives. Also complaining of inability to lose weight as well as lethargy. Patient would like to be scheduled for elective repair of ventral hernia. Exam: abdomen: soft, nondistended, reducible midline incisional hernia noted at superior most aspect of previous surgical incision, tender to palpation. Impression: abdominal pain and ventral incisional hernia. Plan: schedule for open repair of ventral incisional hernia with mesh. (B)(6) 2016: (B)(6). History and physical update. No changes to patient¿s condition. Addendum. Case discussed in length with dr. Adams and patient at bedside in pre-op holding. CT previously reviewed. Will plan laparoscopic approach. I have discussed with the patient the diagnosis, prognosis, the surgical and nonsurgical alternatives with risks and benefits and the natural course of the disease. The patient expressed verbal understanding and desire to proceed to the operating room. Proper consents are signed and placed in chart. Implant procedure: laparoscopic incisional ventral hernia repair with intraperitoneal placement of mesh. Implant: gore® dualmesh® plus biomaterial [1dlmcp06/13327671, 18 x 24 cm] implant date: (B)(6) 2016 (hospitalization (B)(6) 2016) (B)(6) 2016: (B)(6). Operative report. Preoperative diagnosis: incisional ventral hernia. Postoperative diagnosis: incisional ventral hernia, with extensive intraabdominal adhesions. Surgeon: dr. Craig ternovits. Anesthesia: general endotracheal tube anesthesia. Estimated blood loss: 200 ml. Drains: none. Complications: none. Implants: gore dualmesh plus 12 x 24 cm along midline. Complications: serosal tear to small bowel. Disposition: to recovery area in stable condition with anticipation for inpatient admit. Indications for procedure: the patient is a 61-year-old gentleman with a significant past history of bowel obstruction. The patient had proceeded to the operating on (B)(6) 2016, previously, per dr. Carlton adams, for exploratory laparotomy. At that time, the patient was noted to have a distal ileus. Postoperatively, however, the patient continued to complain of significant epigastric pain and bulge with valsalva. The patient was noted to have significant pain and tenderness here. The patient submitted to computed tomography which suggested herniated preperitoneal and intraperitoneal fat through superior aspect of incision. The patient was scheduled for elective hernia repair. Situation was discussed with the patient in detail prior to procedure, along with diagnosis, prognosis, proposed and nonsurgical alternatives with risks and benefits. Questions were asked and answered prior to procedure and proper consents were signed and placed in chart after the patient expressed verbal understanding and desire to proceed. Options were given to the patient of laparoscopic versus open repair and change of operative surgeons, with both dr. Adams and dr. Ternovits present at bedside prior to procedure and patient elected for a laparoscopic approach. Procedure in detail: ¿the patient was brought to the operating room on 09/09/2016, at which time he was intubated per anesthesia without difficulty. Foley catheter was also placed under sterile conditions. He was then prepped and draped in the usual sterile fashion and then a timeout was called, identifying the patient, the proposed procedure, the operative site, the allergies, comorbidities and position. All in the operating theater were in agreement in these parameters and at this point the procedure commenced. All incisions were infiltrated with 0.25% marcaine with epinephrine and a small incision was then created in the left upper quadrant and subcostal region, at approximately the level of the midclavicular line. A 5 mm optical dilating trocar was introduced into the peritoneal cavity under direct visualization without difficulty and a pneumoperitoneum was quickly and safely established. Initial inspection of the peritoneal cavity demonstrated profound adhesions of omentum and small bowel to the anterior abdominal wall. At this point, a second 5 mm trocar was placed lateral to midline in the left upper quadrant, superior to the initial trocar after insufflation, under direct visualization to aid in dissection and this allowed further mobilization of omentum and small bowel. A third 5 mm trocar was introduced into the left flank under direct visualization, once adequate space had been developed to accommodate this and this then allowed and facilitated further lysis of adhesions. Meticulous lysis of adhesions was undertaken for approximately 2-1/2 hours to liberate both omentum and small bowel from the anterior abdominal wall. These adhesions were noted to be quite dense and images were taken and placed in the medical record. During these maneuvers, unfortunately, a serosal tear was encountered and immediately recognized. Once this was recognized, this was repaired with intracorporeal sutures placed using 3-0 silk lembert-type sutures in 2 areas of small bowel, completely closing serosal tear without perforation or other injury. Once this was accomplished, completion of lysis of adhesions was undertaken. Inspection of the anterior abdominal wall demonstrated multiple small swiss cheese-type defects along the entire length of the incision. The falciform ligament was taken down with the aid of electrocautery to fully expose the epigastric region where the patient had the most complaints. Based on this, then a 12 x 24 cm gore dualmesh plus mesh was selected and cut to appropriate size. A total of eight 2-0 gore sutures were placed superior, inferior, right and left laterally along the outer circumference of the mesh and marked appropriately. The mesh was then curled and placed in the peritoneal cavity and expanded. It was then suspended using a karl storz fascial closure device, completely covering the length of the previous incision with more than 6 cm overlap in either direction. Once this was accomplished, the outer circumference of the mesh was further secured with a protacking device circumferentially, placed every 0.5 cm. Once this was accomplished, final inspection of the peritoneal cavity demonstrated no other significant abnormalities and no active bleeding. The 12 mm trocar sites were closed. During the beginning of the procedure, two 12 mm trocars were placed in the original entrance site and also in the left flank. A total of 5 trocars, including 1 placed in the right flank under direct visualization, were used to aid in the mesh positioning, tacking and lysis of adhesions. Once this was accomplished, the pneumoperitoneum was released, 5 mm trocars were removed and the incisions were irrigated and closed using 4-0 monocryl running subcuticular sutures and dressed with steri-strips and sterile dressing. The patient was extubated per anesthesia without difficulty and taken to recovery area in stable condition with anticipation of admission for observation secondary to patient¿s serosal tear and extensive operative time. The patient otherwise tolerated the procedure well.¿ (B)(6) 2016: (B)(6). Immediate post operative/ invasive procedure report. Procedure date: (B)(6) 2016. Procedure start time: 09:04 am. Procedure stop time: 12:41 pm. Consent: I have discussed with the patient the diagnosis, prognosis, the surgical and nonsurgical alternatives with risks and benefits and the natural course of the disease. The patient expressed verbal understanding and desire to proceed. Proper consents are signed and placed in chart. Pre-operative diagnosis: incisional ventral hernia. Post-operative diagnosis: multiseptated incisional ventral hernia. Name of procedure(s): laparoscopic ventral hernia repair with mesh. Techniques/findings/description of procedure: extensive adhesions omentum and small bowel to anterior abdominal wall. Surgeon: craig ternovits, md. Assistant and task performed (if applicable): frimpong. Anesthesia type: geta [general endotracheal anesthesia]. Prosthetic devices/grafts/ transplant/device implantation: yes. Gore dual mesh plus 12x24 cm. Tissues or specimens removed or altered: none. Fluids: crystaloid [sic]. Complications: yes [unchecked box] no [unchecked box]. Ebl: 200 ml. Packs and drains: none. Post-op condition: stable. Post-op plan: admit for observation, advance diet. (B)(6) 2016: (B)(6). [Credentials ni]. Implant record. Laparoscopic incis vent umbil hernia. Description: mesh dual plus 18 x 24 cm. Type: implant. Qty: 1. Serial #: (B)(6). Expiration: 09/2017. Lot#: 13327671. Model #: 1dlmcp06. Site: midline abd wall. Mfg: w l gore and associates. The records confirm a gore® dualmesh plus biomaterial (1dlmcp06/13327671) was implanted during the procedure. Relevant medical information: b)(6) 2016: (B)(6). [Credentials ni]. Nurse notes. Asa 3. (B)(6) 2016: (B)(6). Discharge summary. Admitting diagnosis: ventral incisional hernia. Discharge diagnosis: laparoscopic ventral incisional hernia repair with mesh. Discharge condition: stable. Disposition: home. History: admitted to surgical service following laparoscopic repair of ventral incisional hernia with mesh. Procedure was without complication and patient tolerated well. Kept in house for pain control and to await return of gastrointestinal functions. (B)(6) 2016 stable and doing well. Pain is controlled. Tolerated oral diet. Is actively passing gas and having bowel movements. Discharge activity: no strenuous activity for 8 weeks. (B)(6) 2017: (B)(6). Procedure report. Pre-operative diagnosis: dysphagia. Post-operative diagnosis: bile gastritis, rule out eosinophilic esophagitis. Name of procedure(s): upper gastrointestinal endoscopy. (B)(6) 2017: (B)(6). History and physical. Bmi 35.4. Exam: abdomen: soft, nontender/nondistended. (B)(6) 2017: (B)(6). Procedure report. Consent: I have discussed with the patient the diagnosis, prognosis, the surgical and nonsurgical alternatives with risks and benefits and the natural course of the disease. The patient expressed verbal understanding and desire to proceed. Proper consents are signed and placed in chart. Pre-operative diagnosis: persistent gastroesophageal reflux disease despite use of ppi [proton pump inhibitor]. Early satiety. Post-operative diagnosis: evidence of grade ii esophagitis that was biopsied. Moderate size hiatal hernia that extended about 2 cm above the diaphragmatic impression. Evidence of gastric erosion in the antrum that was biopsied. Mild duodenitis in the duodenal bulb and biopsy was taken from the second portion. Name of procedure(s): upper gastrointestinal endoscopy with biopsy. (B)(6) 2018: (B)(6). History and physical. Has multiple complaints that are difficult to discern. States underwent esophageal dilatation at (B)(6). (B)(6) 2018, however we only have records of esophageal manometry and ph probe. States cannot continue in current state/situation. States current health issues are debilitating and not allowing him to play with his grandchildren. Has difficulty tolerating a diet and rarely eats anything. Alternates between liquid and solid diet. No difficulty swallowing but after ¿few bites¿ abdomen becomes swollen and bloating. States is afraid to eat anything. Then states he eats potato chips, chinese food and snacks regularly. States ¿his intestines are moving and he has substantial scar tissue.¿ was told he has ¿scar tissue in his colon¿ by the doctor at centennial after endoscopy. Also, complains of debilitating left lower abdominal pain and bloating. States there is ¿a blockage in the left side.¿ has daily soft non-bloody bowel movements. After bowel movements does have some relief of symptoms. Alternately denies issues with bowel movements versus stating he has substantial bloating and constipation, also admits to occasional diarrhea. When asked what other symptoms patient has difficulty pinpointing exact symptoms. Currently blames the intra-abdominal mesh and requests removal. Conversation is substantially scattered and patient has difficulty focusing on any single problem. Does not focus on reflux symptoms. After discussion with gastroenterology, it is possible patient has significant colonic dysmotility issues and may have constipation with blow-by diarrhea. This would explain many of current complaints. Based on this information dr. Ternovits agreed with gastroenterology that would be appropriate to proceed with colonoscopy. Last colonoscopy was in 2014 demonstrating sigmoid diverticulosis with patchy areas of erythema consistent with probable chronic diverticulitis. Also noted to have internal hemorrhoids. It is unclear as to whether or not patient received treatment or whether or not it was asymptomatic. Bmi 35.7. Exam: obese. Abdomen: soft, nondistended and left lower quadrant tender upon deep palpation, however, nontender if distracted. Midline scar without evidence of infection and no palpable masses. Bowel sound present. Impression: multiple complaints including reflux symptoms and abdominal complaints, unclear etiology however may be chronic constipation with blow-by diarrhea. Plan: proceed with diagnostic colonoscopy (B)(6) 2018. Follow-up with dr. Ternovits in 1-2 weeks. (B)(6) 2018: (B)(6). Procedure report. Pre-operative diagnosis: abdominal pain, bloating and evaluation for colon polyps/tumors. Post-operative diagnosis: colon polyps and colonic diverticula. Name of procedure(s): colonoscopy with hot biopsy and fulguration of polyps. (B)(6) 2020: (B)(6). Radiology-CT abdomen/pelvis with contrast. Indication: abdominal pain, generalized; patient history: patient states two days ago complain of abdominal pain. States has history of bowel blockage ¿ had part of his intestines removed 2 years ago. Last bowel movement was 2 days ago. Complains of vomiting and abdominal distention today. Multiple air and fluid-filled loops of small bowel within the abdomen and pelvis. Loops of small bowel measure up to 3.6 cm. Postoperative changes of anterior abdominal wall. No recurrent hernia of anterior abdominal wall. Impression: early, partial or intermittent small bowel obstruction. Likely point of obstruction is adjacent to the anterior abdominal wall in area of prior mesh hernia repair. No recurrent hernia. No bowel perforation or abscess formation. Colonic diverticulosis. No evidence of diverticulitis. (B)(6) 2020: (B)(6).. Radiology-xr abdomen, 1 view. Indication: distention. Dilated stomach and small bowel seen on earlier CT scan. Impression: recommend withdrawing nasogastric tube 5-10 cm. (B)(6) 2020: (B)(6). History and physical. 65 year old male with history of bowel obstruction, gastroesophageal reflux disease, depression and thyroid disorder. Presents to emergency department with abdominal pain, abdominal distention, constipation, nausea, vomiting, headache and generalized weakness. States had bowel obstruction surgery in 2016 and believes he has the same symptoms as when this occurred. Describes pain as ¿stabbing¿, 9/10, whole abdomen. Has had symptoms for 3 months, but it got more severe today. Last bowel movement (B)(6) 2020. Not been able to flatulate and has had difficulty urinating. Pain causes him to have shortness of breath, lightheadedness, dizziness, headaches, diaphoresis. Also reports fever and chills. Social history: never smoker. Exam: weight 210 lb. Abdomen: decreased bowel sounds, distended, (tender to light palpation). Lab: wbc: 15.9 h (4.3-11.0). Impression/plan: small bowel obstruction. Abdominal pain. Vomiting. Hypertension. Hypothyroid. Nothing by mouth, intravenous fluids, nasogastric tube, serial abdominal exams, general surgery consultation, replace electrolytes, morning labs. Bmi: 37.3. See attachment for h10/11 continuation.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2016 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2020, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: inflammation, multinucleated giant cell formation, small bowel resection, adhesions, open draining wound, surgery to remove mesh, small bowel obstruction, scarring, adhesions to bowel, wide, well organized neo vascularized tissue was directly under the mesh and was stimulated by the presence of the mesh, adhesions to small intestine. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.